Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during the investigation, the pump was returned with the keypad torn. The keypad down arrow button was under responsive. The keypad was removed, and the button contact was found to be inverted. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a damaged/peeling keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.